Event description:
The device was used during a thoroscopic lobectomy/wedge resection. Reportedly, on the third firing, the handle snapped and the gun jammed closed on the tissue. The procedure was converted to a thoracotomy.